Event description:
Broke the seat off of a polyaxial screw trying to insert into a young patient with hard bone. Stopped when he heard a "titanium sound."

Manufacturer narrative:
Per correspondence with surgeon & distributor; this was a young patient with very hard bone. The surgeon noticed increasing difficulty in driving the screw, did not retract & tap the hole. The screw got stuck in the bone & the seat broke off of the screw head. The surgeon attempted to remove the screw but was unable to do so and left the screw in place.